Event description:
(B)(4). After further investigation, it was clarified on (B)(4) 2012 the potential risk associated with this product as during servicing an acl calibration failure was found. Alert date is (B)(6) 2012. It was reported while performing a paroxysmal atrial fibrillation (afib) procedure, there was a patient injury. The patient developed a pericardial effusion which required a pericardialcentesis in which there was 350cc of blood evacuated from the pericardial space. The patient is in stable condition and will be observed overnight. Upon request, the bwi field representative provided additional information on the event. The event was not attributed to a transseptal puncture. Prior to beginning ablation, the physician was having difficulty manipulating the thermocool sf nav bi-directional catheter and was uncomfortable with the map. However, he felt "okay" with the left veins and decided to begin ablating. They did not notice any abnormal signals. A very short time after ablation started (about 5 minutes, 4 points) near what was believed to be the left pulmonary veins, a significant drop in the patient's blood pressure was noted. At that time, the physician called for a tee to further investigate whether a perforation had occurred. A pericardial effusion was noted and a pericardialcentesis was performed. Initially 350cc were removed and then another 400cc about an hour later. The stockert 70 system was set to "power control" mode at 25w. The temperature cut-off setting was set to 40. The catheter flow was set at 8. The agilis sheath was used with the thermocool sf nav bi-directional catheter. It was unknown if the patient received any anticoagulation in the procedure. There were no reprocessed catheters used during this procedure. The physician felt the issue most likely occurred while manipulating the catheter while trying to acquire fast anatomical mapping (fam) data.

Manufacturer narrative:
(B)(4). It was reported while performing a paroxysmal atrial fibrillation (afib) procedure, there was a patient injury. Prior to beginning ablation, the physician was having difficulty manipulating the thermocool sf nav bi-directional catheter and was uncomfortable with the map. However, he felt 'okay' with the left veins and decided to begin ablating. They did not notice any abnormal signals. The patient developed a pericardial effusion which required a pericardiocentesis in which there was 350cc of blood evacuated from the pericardial space. The patient was in stable condition and was observed overnight. The field service engineer performed full functional test of the carto 3 system, but could not find any problems that would lead to inaccurate mapping which could mislead the physician. However, patch 1 was found to be marginally failing the acl calibration test. This acl issue would not lead to an improper or inaccurate anatomical position of the therapeutic catheter. Acl is only responsible for displaying non-sensor based diagnostic catheters and this is not the type of catheter that was used in this case. The field service engineer verified that the customer has received the replacement back patch cable. An additional device history record (DHR) OEM manufacturer investigation was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: stockert 70 system: model #: m-5463-01, serial #: (B)(4); cool flow pump, u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems , but they would still like the equipment checked. (B)(4).